Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On january 10, 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch verio flex meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2023, at 12:00 am, he obtained an alleged inaccurate high blood glucose reading of ¿259 mg/dl¿ with the subject meter. The patient reported administering an increased dose of 15 units of novolog insulin in response to the elevated reading and 5 minutes later developed symptoms of ¿bad sweating and shakes¿. The patient reported that 10 minutes after the onset of symptoms, he was treated by his spouse with food and drink. 30 minutes after treatment, the patient indicated his blood glucose was tested on an emergency medical service meter and a result of ¿99 mg/dl¿ was obtained. No additional treatment was reported. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.